Event description:
The patient reported a punctured lung at implant and "moved wires". Upon follow-up, the hcp reported a post op pneumothorax. The patient had developed chest wall pain two hours after implant. Tube placed and the lung was inflated. Complete resolution the next day. The patient presented to ER one month later with shortness of breath and treated. The pacemaker is still in use, has not been moved, and at a recent check it was "fine". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.